Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint involved a tego connector. It was reported that tego connectors were showing severe tearing and degradation of the silicone surrounding the outer casing. These have only been utilized by htrns training hhd patients to control situation. The htrns are following policy by attaching the syringe by pushing straight into the tego connector and turning clockwise ensuring not to over tighten. This happened during use on a patient. There was patient involvement, no adverse event and no delay in therapy.

Manufacturer narrative:
One used list# lat-d1000, conector tego was returned for evaluation. As received, the seal was collapsed and tear, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause of severe tearing and degradation of the silicone is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.